Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy-uterus+cervix and oophorectomy- unilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient essure removal at age of 45 years. Patient has received treatment for event abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the previously reported event-pain, bleeding updated to recovered/resolved. Reporter information was added. Rcc comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy-uterus+cervix and oopherectomy- unilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the mental disorder and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure (ess205). The reporter commented: patient essure removal at age of 45 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: information received via pif: new event - pelvic pain, gen. Abnormal bleeding, psych injury, post removal complication-yes and reporter information were added. Event injury nos deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.